Event description:
Patient experienced a scar after her third treatment for hair removal. Doctor reported an acute post-treatment response during cooling. This incident occurred in (B)(6).

Manufacturer narrative:
Physician reported that a patient received a scar after a treatment for hair removal. Patient was skin type iii/IV. Laser was evaluated by service and found to be operating in specification. Possible root cause is user error due to over treatment. No further information is available.